Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patients concerns with the product". Patient additionally reported bilateral ruptures. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the returned device identified: underweight, broken shell, wear abrasion, device appearance(observed 40 mm dark patch edge material inside gel device) and white particle in the gel and delamination orientation dot . A microscopic analysis was performed which identify a sharp broken in the patch. . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in shell and patch side assessed as unidentified (tear) broken. -delamination orientation dot. Reason for reoperation: device rupture.